Manufacturer narrative:
Device evaluation: one refurbished, hook knife, shoulder was returned for evaluation, without the original device packaging. The device was returned with a closed ended silicone tip protector on the end of the device. The part number of the tip protector returned is undetermined. Visual examination determined that the returned tip protector had been cut and damaged by the hook knife. It is unclear if the closed ended silicone tip protector was added during the device decontamination and return process. A review of the manufacturing records did not identify any issues with the manufacture of this lot. A corrective action has been initiated to determine the root cause and applicable corrective actions. (B)(4)

Manufacturer narrative:
The device was received for evaluation; although in process, the investigation has not been completed. (B)(4).

Event description:
During an attempt to remove the tip protector from an elite premium hook knife, a smith & nephew sales representative was cut. The tip of the device sliced through the tip protector and cut her finger. At a hospital outpatient center, she received stitches to close the cut. Approximately ten days later, the stitches were removed. The cut is healing as expected and no other injuries reported.